Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation there was contamination on j702 connectors in the distribution node (dn, causing intermittent service code 204. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).